Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2015, the patient underwent the surgery with the g3 long nail. After surgery, the fracture part was non-union. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by bha on (B)(6) 2016. And the surgeon requested the investigation of broken nail.

Manufacturer narrative:
The evaluation revealed the broken long nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. During investigation, no material, design or manufacturing related issues were found. The evaluation revealed that the nail broke in a fatigue fracture. The anterior bridge broke first, beginning at lateral. At lateral the anterior bridge is significant damaged by the step drill during implantation. The material is partly abraded and weakened the bridge. The posterior bridge breakage followed after the anterior bridge was broken, first in a fatigue fracture and finally spontaneous in a brittle fracture. The customer reported a non-union after approx. 8 months, means that the fracture was not healed; the non-union did most likely contribute to the nail breakage. Intraoperatively implant damages and non-unions are listed as adverse effects in the IFU and can lead to implant failures like breakages. Because no manufacturing issue was detected the nail breakage is attributed to the patient (non-union) and a use error during implantation. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
On (B)(6) 2015, the patient underwent the surgery with the g3 long nail. After surgery, the fracture part was non-union. On (B)(6) 2016, the surgeon confirmed x-ray. And he found that the nail was broken. Therefore, the patient underwent the revision surgery by bha on (B)(6) 2016. And the surgeon requested the investigation of broken nail.